Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a normal generator changeout. Review of medical records showed intermittent atrial oversensing due to lead noise. The noise was reproducible with arm movement, which was suggestive of clavicular crush. The lead was capped and replaced on (B)(6) 2019. The patient was stable.